Manufacturer narrative:
The device is not being returned to MFR. Conmed is attempting to gather additional info surrounding this incident. When a quality engineering eval is completed, a supplemental report will be filed.

Event description:
It was reported by pt "in emergency room on (B)(6) 2010 ECG electrodes placed on her for approx five (5) to six (6) hours. On evening of (B)(6) 2010 she noticed red rings on chest and abdomen, stamp like, not raised, no itch, 4 areas. Two (2) days later, at dermatologist for unrelated issue and asked about the marks. She was prescribed hydrocortisone cream for a skin reaction to the ECG electrodes. It took approx 10 days for the reaction to clear". Pt was sent the primary chemical components of the ECG gel and biocompatability sheets for her reference.